Event description:
During a pta/stenting treatment procdure for a lesion in the iliac artery, deployment difficulties were encountered. Using a contralateral approach, the physician attempted to pull on the trigger to deploy the stent, however, the catheter twisted into a knot. Consequently, the stent did not deploy. Another symphony stent was advanced and the physician experienced the same deployment difficulties. A third symphony stent was attempted and the procedure was successfully completed. The lesion being treated was calcified and tortuous. The pt was asymptomatic during this event. No pt injuries or complications were reported. The pt status is reported as "fine." Same as MFR #6000089-2004-00437.